Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena of "foreign material in the a/w [air/water] cylinder" and "foreign material in the a/w channel" was presumed to have been due to a leak in the forceps elevator, disallowing proper reprocessing of the device. The suggested phenomenon of "distal end cracked" was presumed to have been due to irregular stress being applied to he distal end of the device during device handling by the user. The following was written in IFU to warn improper reprocessing. "An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenvideoscope had air/water tube and air/water cylinder had a foreign objects and the distal end has a crack. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; grip had a scratch; switch box has a scratch; ait/water cylinder had foreign objects; scope cover unit has a scratch; scope connector has a scratch; label on scope connector is damaged; guide pin of electric connector has corrosion; sheet holder unit has corrosion due to water leakage; distal end has a crack; image guide protector has a scratch; air/water tube has foreign objects; light guide lens has a crack; due to annual inspection, parts must be replaced; adhesive around objective lens has a crack; water tightness of forceps elevator is lost; and universal cord has coating peeling. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.